Event description:
The pt received his sys system on (B)(6) 2010. On (B)(6) 2010, it was reported that the ipg had been giving a low battery flag for the last 6 months. A company rep offered to meet with him to reset the battery, but the pt indicated that he feels the ipg is working fine and does not want to meet at this time. In this case, it is likely that the ipg is exhibiting battery passivation. F/u on the pt found that no further issues have been reported. The ipg was not returned to the MFR as it is still implanted in the pt. No further info is available. This report is being submitted as a precautionary measure since similar, earlier events had occasionally resulted in unnecessary premature explant of the ipg.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.